Event description:
Baxter reported, "a pt's adapter of the transfer set came off from the ti-adapter. The set was in use for 30 day." There was no pt injury or medical intervention associated with this incident according to baxter.